Event description:
A medtronic representative reported a small thoracic spine clamp with a stripped screw. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date dependent on lot number, not available at this time. RMA issued. Replacement part shipped (B)(4) 2011. Device not yet returned to the manufacturer for evaluation.